Event description:
The licox probe was dislodged when the patient was transferred to another mattress in the itu by four members of the staff. The licox probe was in place prior to the transfer, but on inspection after the patient was transferred, the licox probe had become dislodged and came to rest outside the patients head. No additional information was provided by the reporter.

Manufacturer narrative:
A review of the complaint system showed that this report had not been submitted previously; it is submitted late in error. A review of the device history record showed no anomalies. The complaint sample was returned for investigation. The customer returned one combine po2 - and temperature-probe (B)(4) (lot 150109, (B)(4), sterilization-date 2009-(B)(6), and expiry-date 2010-01). The probe was returned without the front part of its protective sleeve. No damages on the luer lock connectors which could have caused the reported incident were determinable. Internal quality records associated with the involved product were reviewed; integra considers that no corrective actions are required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.